Event description:
Information from the field notes that while programmed to 70 ppm, the pacing rate was 36 ppm. The battery measurements were 2.1v with a current of 17ua and 34k ohm resistance upon initial interrogation. Intermediate interrogations revealed telemetry errors, but the final interrogation noted a pacing rate of 70 ppm and battery measurements of 2.78v, 21ua and <1k ohm. The patient had an escape rhythm of 46 bpm and complained of shortness of breath and feeling tired.